Manufacturer narrative:
The subject device was returned for evaluation. During the initial inspection, the device worked as intended. During testing, the engineer was able to pull the needle back behind the protective stop with excessive force. A definitive root cause of the reported issue could not be determined. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The physician reported the hub and suction adapter of the 21ga needle (ins-0392 always-on tip tracked 21ga anso cytology needle) was defective and not fully closing. A new needle was opened to complete the procedure. The procedure was able to be completed with no delay. There was no injury to the patient or user as a result of the reported issue.